Manufacturer narrative:
H10: a field service engineer (fse) went on site and confirmed the reported issue. The fse performed a restart of the device and then checked the device. The fse determined the issue was due to a faulty motor controller (mc) printed circuit board assembly (pcba). The fse replaced the mc pcba and confirmed the reported issue was resolved. The fse replaced mc pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60, indicating blower failure. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report blower failure. Repair is currently pending.

Manufacturer narrative:
E1: (B)(6).